Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2023, the patient came in reporting pain and the cause is unknown. The surgeon revised all components and the surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19-jul-2023: lot 186419: (B)(4) items manufactured and released on 19-oct-2018. Expiration date: 2023-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.